Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported a low blood glucose (bg) of 51 mg/dl during a flight, following a morning of walking and hiking. Without pausing insulin for exercise, the user's bg rose after lunch before dropping again on the plane. The ilet alerted for the low, and the user treated with smarties and pretzel snacks, stabilizing bg. Resolution: the agent educated the user on pausing or disconnecting for exercise and avoiding excessive carb intake beforehand. The user understood and planned to set up their new ilet once charged. At the end of the call, the event involved the lowest recorded bg of 51 mg/dl and a highest of 287 mg/dl, was managed without medical intervention or external assistance, and the ilet system did trigger alerts. Symptoms of shakiness were reported.